Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient alleged a rash on her chest from rubbing an incision scar which moved to her left breast area as well as sides and back. The patient's skin was not open. The patient's physician prescribed benadryl which the patient was taking. Follow-up indicated that the patient's rash had gotten worse and that the patient was contacting a different physician. The medical outcome of the rash is unknown.